Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was 193 mg/dl at the time of incident. The customer stated that the insulin pump had power error detected alarm and was not able to clear the alarm. The buttons were not responsive and time clock did not advance. The customer stated that they received frozen display recurred. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm this alarm is generated when a power failure is detected alarm, frozen screen, keypad anomaly or time anomaly due to critical pump error alarm. Device also received with cracked case and cracked battery tube threads.